Event description:
In 2000, pt received an ocu-guard orbital implant wrap to repair a previously placed vicryl-wrapped hydroxyapatite sphere, which had extruded after enucleation. On 07/14/2000, the pt presented with conjunctival dehiscence over the ocu-guard. Per the surgeon's report, the dehiscence has been attributed to moderate trauma secondary to two previous surgeries. To date, the ocu-guard has not been explanted. The area is improving, the exposed area is reducing.